Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30055164l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: biosense webster, inc. Product - lasso catheter, catalog #: unknown, lot #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pulmonary vein stenosis. During the procedure, after completed the map, the plan was to commence a wide area circumferential ablation (waca) isolation of all four veins in the left atrium (la). The physician decided to start the circumferential ablation at the ridge between la appendage and left superior pulmonary vein (lspv); however, the first two or three ablation sets were inadvertently performed more distally in the vein, than intended. The ablation was performed at 40 watts anteriorly and at 35 watts posteriorly. Upon isolating all veins, the physician tried to insert the lasso catheter into the lspv to check for the entrance block and could not get the catheter in. On suspicion of stenosis, an angiogram was performed, which confirmed the stenosis. No medical/surgical intervention was required. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The 3d model on carto was in oblique view which gave a misleading perspective of the ridge. The physician did not attribute the causality of the adverse event to the bwi catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On december 31, 2018, additional information was received on the event and providing patient information details. Added the following information: date of birth as (B)(6) 1958, gender as male, weight of the patient as 99 and weight unit as kgs, height as 167 cms, section, tests/lab data, including dates as radiation screening time: 18.8mins, dose: 2488.3¿gym2, and medical history/preexisting condition as paf, treated hypertension, 2 x dccv. It was also reported that extended hospitalization was not required, patient was discharged the following day. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On 2/7/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Upon receipt it was identified that the product received, and the product details reported in the initial complaint did not match, therefore, the initial reporter was contacted, and it was verified that the wrong product details were reported and the correct product was the one received by bwi. As such, the product details have been updated from catalog # d134805, lot # 30055164l, unique identifier( UDI) # (B)(4), expiration date 5/17/2019, device manufacture date 5/18/2018 to catalog # d134804, lot # 30080001l, unique identifier( UDI) # (B)(4), expiration date 7/15/2019, device manufacture date 7/16/2018. Investigation summary: on 2/26/2019, the device evaluation was completed. It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, after completed the map, the plan was to commence a wide area circumferential ablation (waca) isolation of all four veins in the left atrium (la). The physician decided to start the circumferential ablation at the ridge between la appendage and left superior pulmonary vein (lspv); however, the first two or three ablation sets were inadvertently performed more distally in the vein, than intended. The ablation was performed at 40 watts anteriorly and at 35 watts posteriorly. Upon isolating all veins, the physician tried to insert the lasso catheter into the lspv to check for the entrance block and could not get the catheter in. On suspicion of stenosis, an angiogram was performed, which confirmed the stenosis. No medical/surgical intervention was required. There¿s no information regarding extended hospitalization or patient¿s outcome. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The 3d model on carto was in oblique view which gave a misleading perspective of the ridge. The physician did not attribute the causality of the adverse event to the biosense webster, inc. Catheter. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).